Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax, which required chest tube placement and hospitalization. Two nodules were targeted in the right middle lobe: the first was 1 centimeter (cm) in size along the fissure; the second was approximately 5 centimeters in size in the lateral segment. A chest x-ray was performed after the procedure, and a pneumothorax was found, leading to the placement of a chest tube. The patient was asymptomatic, the pneumothorax resolved, and the patient was discharged home after 2 days of hospitalization. The physician believed that the pneumothorax was unrelated to the ion system and would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred system logs are not available for review. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.